Event description:
Heart palpitations, muscle pain, fatigue, temperature intolerance, hair loss, weird rashes, blood shot eyes, gastrointestinal issues, brain fog, anxiety, interstitial bladder disease, adenomyosis, multiple surgeries. FDA safety report ID# (B)(4).